Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a replacement insulin pump because the old insulin pump had a motor error and that they needed help with the settings. They also had a battery failed alarm. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The insulin pump alarmed a replace battery now. It was noted that the customer was getting multiple battery failed alarms. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. Pump received with normal operating currents. No unexpected low battery alarm or failed battery test alarm noted. Unit was received with scratched case.